Event description:
It was reported to boston scientific corporation that a jagwire was used during a procedure performed in 2009. According to the complainant, following cannulation, the jagwire was advanced across the bile duct. The distal end of the wire was placed right before the stone with bending. An est knife was advanced and was inserted into the common bile duct. An attempt was made to reposition the jagwire at which time 2cm of distal coating of the wire peeled and detached into the pt's bile duct. Retrieval was not attempted. Another stone removal procedure will be scheduled at which time an attempt will be made to retrieve the coating from the pt. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.